Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the reservoir gasket is worn out, stained water tank, and quick connect was corroded. Per functional testing, the device float switch passes the tests. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the float switch is not working. The product fault occurred while doing preventative maintenance testing. There was no patient involvement and no patient harm/adverse event reported.